Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was explanted. The explant procedure was uncomplicated. The cause of the high impedances was not determined and no further troubleshooting had been done. The manufacturer representative was waiting to hear back from the health care provider (hcp) about how the patient was doing after explant.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) had failed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) went into power on reset (por) during recharge twice in five months, which resulted in a loss of stimulation and a return of parkinson's symptoms and essential tremor. The patient's tremor returned within moments of the por being displayed. The first por was displayed in (B)(6) 2016 and the normal procedure was used to reset the device and continue stimulation. The second por occurred (B)(6) 2016. When the patient met with the hcp for troubleshooting, the hcp was unable to reactivate the ins through the standard procedure. A por with error code 23 was displayed. The clinician programmer did not move on after the hcp pressed okay. The programming session did not appear and there was no option to restart the ins. The hcp tried an old trick of exposing the ins to a magnet four times before they could establish communication and reset the ins. After exposing the ins to the magnet, a por with error code 0x0400 was displayed. After the por was displayed, the hcp had to verify the clock settings before they could restart the ins. Initially when the patient recharged, they had good contact with the ins. For no reason the ins connectivity went down, eventually disconnects, and the ins shuts down with the por message. This happened both times the por was displayed. The patient met with the hcp on (B)(6) 2016 and the ins went into a 3rd por while recharging. The contact went from great to none and then the por was displayed. The hcp tried to reestablish contact with the ins, but it was very hard and it seemed as if the por affected the ins to shut off and then on again. Impedances were measured and some impedances were found to be out of range. Impedances were measured to be high on the following electrode pairs: c-0, c-2, c-3, 0-2, 0-3, c-8, c-9, c-11, 8-11, and 9-11. The cause of the event was unknown and they had not been exposed to any electromagnetic interference. The ins was locked at the first attempt to contact, but not after multiple attempts. Recharge statistics showed the patient typically charged 2.6 hours every 6.8 days with four coupling bars. The left lead was programmed to c+, 1- at 3.3v, 60 usec, and 180 hz. The right lead was programmed to c+, 10- at 2.9v, 60 usec, and 180 hz. No surgical intervention had been taken, but the hcp was strongly considering replacing the ins since the patient was nervous that the issue would occur again and disrupt their charging session leading to a loss of stimulation. The recharging system had been replaced. The issue was not resolved at the time of this report. The patient's indication for use is parkinson's disease and essential tremor.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the integrated circuit of the hybrid had an anomaly. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.